Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low reservoir after filling the reservoir. The customer's blood glucose level was 58 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer had assistance by paramedic who held the customer rewind the insulin pump. The paramedics happened to be stopped at a gas station nearby when the customer asked to help rewind their insulin pump. There were no serious injuries or hospitalizations. The customer did not return the product back for analysis.